Event description:
During routine maintenance a physio-control field service representative (fsr) observed that the customer's device had a therapy cable connector failure. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The internal therapy connector assembly was replaced and then proper device operation was confirmed through functional and performance testing. The device was returned to the customer. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was a damaged pin 1 (low voltage sensor) receptacle.